Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer stated that they bolused too much which caused pt to have lbgs. It was confirmed that the programming and histories were accurate. Trouleshooting was done and the pump tested ok. The customer was advised to contact md to discuss possible causes of lbgs.